Manufacturer narrative:
Continuation of d10: product ID b3301542m lot# serial# (B)(6) , implanted: (B)(6) 2025, explanted: product type lead product ID b3301542 lot# serial# (B)(6) , implanted: (B)(6) 2025, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542m, serial/lot #: (B)(6) , ubd: 20-mar-2027, UDI#: (B)(4) ; product ID: b3301542, serial/lot #: (B)(6) , ubd: 03-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an MRI was requested due to a suspected infection, and the physician intended to evaluate the patient for infection prior to the placement of an implantable neurostimulator. The device involved was a deep brain stimulation lead. Troubleshooting was not required. Tech services reviewed MRI information. It was unknown if there were any patient complications as a result of the event.